Event description:
It was reported that the device was explanted approximately after an implant duration of 8 months, due to regurgitation. A prolapse of the posterior leaflet, tethering and restriction was also noted. Information was learned through implant patient registry and a healthcare provider.

Manufacturer narrative:
Prolapse of the posterior leaflet, tethering, and restriction. Device not returned.